Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- visual inspections revealed that the device's wooden handle was found to be cracked. The crack is lengthwise along both side of the dowel. There is no foreign material was observed on the device. The overall complaint condition is confirmed. While no definitive root cause could be determined it is possible that the device encountered unintended forces (during usage or handling at the time of surgery). During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : part: 399.430, lot: l735202, manufacturing site: umkirch, release to warehouse date: 28.feb.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on an unknown date that during sterilization it was discovered five hammers have ferozell handle shows defects after unknown numbers of uses and unknown numbers of reprocessing. There were no surgery and patient involvement. This complaint involves five (5) devices. This report is for (1) hammer 700g. This report is 4 of 5 for (B)(4).